Manufacturer narrative:
The reported event of insulation abrasion was confirmed. As received, a partial lead was returned in two pieces for analysis. Visual inspection found two external insulation abrasions breaching the right ventricular cable lumen proximal to the suture sleeve impressions consistent with friction to device can. The ethylene tetrafluoroethylene cable coatings were cut/damaged in one location consistent with procedural damage. The ethylene tetrafluoroethylene cable coatings was intact in the other location. Two internal insulation abrasions breaching the ring electrode and right ventricular cable lumens were found between shock coils. In the ring electrode abrasion location, one ring electrode ethylene tetrafluoroethylene cable coating was cut/damage consistent with procedural damage while the other ethylene tetrafluoroethylene cable coating was intact. In the right ventricular abrasion location, one right ventricular ethylene tetrafluoroethylene cable coating was abraded while the other ethylene tetrafluoroethylene cable coating was intact.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited conductor externalization. Imaging confirmed externalization. The lead was explanted and successfully replaced. There were no patient consequences.